Manufacturer narrative:
Device passed the displacement test. The test infusion set or reservoir remains in place in the reservoir compartment. No unexpected insulin flow blocked alarm noted during testing. No unexpected physical damage noted on reservoir or reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 136 mg/dl. The customer reported that the retainer ring was loose and the reservoir was not able to lock in place. The insulin pump will be returned for analysis.